Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor broke when attempting to put into serter and needle was stuck in the serter. Customer's blood glucose was unknown. Sensor would be replaced.